Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted.

Manufacturer narrative:
Add'l info was received 04/03/2015. Per the director of medical, regulatory and quality for (B)(4), the complaint unit, along with a photograph was received and it was confirmed that a foreign material was in the packing. The unit will be returned to the manufacturing facility. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on 04/29/2015.

Manufacturer narrative:
Add'l info was received on 06/03/2015 stating that a sample was received. No add'l pt/event details have been provided to date. Should add'l info becomes available, a f/u report will be submitted. Reported to the FDA on 06/29/2015.

Manufacturer narrative:
No previous investigations are available. After review of the returned product, previous investigation and detailed batch review, two (2) nonconformances (nc) were identified. The first nc: the width of the primary packaging did not lead to this complaint issue. The second nc: the brown spots within mass did not lead to this complaint issue. The returned sample (received 06/03/2015 and evaluated 2/12/2016) was found open upon receipt. The photograph that was received does not match the initial reported phenomenon noted as there were no anomalies observed upon inspection. Therefore, it could not be determined if the returned sample met specification. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that there was foreign matter in packaging.